Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6, e1 (event site state). (Type of investigation, investigation findings, component codes, investigation conclusions).a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the front-end board (0670-00-1164) due to the damaged red transducer connector by the customer. The fse performed and passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.the following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne, nj ab 21-apr-2026.the failure analysis and testing department received part number: 0161-00-0769_front end pcba s/n: (B)(6). _htc with a reported unit failure of damaged red connector on front end board by customer.the fat dept conducted a visual inspection of the received front-end board and confirmed that it has a damaged bp connector, as shown in the attached images. Due to the broken connector on the front-end board, itcannot be installed and investigated anyfurther by fta dept. Retaining the front-end boardin the fat dept. Perprocedure 0002-07-d008 rev aw. Front-end board probable root cause: excessive external force or fatigue.

Event description:
It was reported by customer before use that the cardiosave intra-aortic balloon pump (iabp) unit had damaged red transducer connector on front end board. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital of (B)(6). A supplemental report will be submitted upon completion of our investigation.